Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On 12/01/2025, it was reported that the patient was not getting audio alerts in his omnipod 5 and mobile app that he was getting an unspecified high alert. The patient said he had not made any changes to the settings of the mobile app or pump. The patient t was unable to provide the exact high value he had set. The patient said he had no glucometer to do a fingerstick. He was vomiting, thirsty and having palpitations in his heart. The patient did not provide details on what treatment/medication given at that time. He said he was driven by his wife to the hospital but does not know what time he arrived. At the hospital, the staff took a fingerstick which said that he had a bg of over 500 mg/dl. He cannot recall the egv at the hospital. When asked what he was given at the hospital, he said that it was similar to the first hospitalization - IV fluids, insulin (dosage and route not provided) and potassium (dosage and route not provided) at the hospital. The patient stayed at the hospital for more than 24 hours and was discharged the next day ((B)(6) 2025). The patient is feeling fine. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was not getting audio alerts in his omnipod 5 and mobile app that he was getting an unspecified high alert. The patient said he had not made any changes to the settings of the mobile app or pump. The patient t was unable to provide the exact high value he had set. The patient said he had no glucometer to do a fingerstick. He was vomiting, thirsty and having palpitations in his heart. The patient did not provide details on what treatment/medication given at that time. He said he was driven by his wife to the hospital but does not know what time he arrived. At the hospital, the staff took a fingerstick which said that he had a bg of over 500 mg/dl. He cannot recall the egv at the hospital. When asked what he was given at the hospital, he said that it was similar to the first hospitalization - IV fluids, insulin (dosage and route not provided) and potassium (dosage and route not provided) at the hospital. The patient stayed at the hospital for more than 24 hours and was discharged the next day (on (B)(6) 2025). The patient is feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.